Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. No external damage or defects were observed during visual inspection. The unit powered on and off using both battery power and ac power. When the device is on battery power, there is no issue observed and home button is functional. When the ac power is connected the device randomly boots and shuts down without pressing the power button, and the home button would not return the screen to the home menu. This failure is primarily exhibited when the device warms up during standard use. During internal inspection, contaminant was present on instrument board (u11) component. This results in resistance drops between pins, which triggers random home button presses not physically triggered by the user. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device powers off intermittently while connected to ac power. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device powers off intermittently while connected to ac power. No consequences or impact to patient were reported.